Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue and that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box did not show any evidence of short battery life. All battery life related call service alarms in the pump histories occurred per normal battery usage. The pump powered on using an external power supply, and upon confirming the verify screen the pump emitted a ¿low battery¿ warning. The pump¿s current draws were found to be within required specifications. The battery life icon on the home screen showed one bar instead of the appropriate three bars. Investigation revealed a crack in the pump casing near the upper right corner of the display lens. There was evidence of moisture corrosion found inside the battery compartment. Leak testing revealed a pump case leak. The pump casing was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the display was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).